Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced persistent high blood glucose readings in the 300¿400 mg/dl range with a peak near 500 mg/dl, followed by a subsequent low to 48 mg/dl and later rebound hyperglycemia after ingesting large amounts of carbohydrates, while using a teflon infusion set and without device occlusion alerts; the event was associated with user management of hypoglycemia and education on appropriate treatment, and no specific device component was implicated. Symptoms included hyperglycemia and a headache. Outcomes included no health consequences or lasting impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect method related to treating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Education on appropriate hypoglycemia treatment and a supply change were completed, and glucose levels subsequently returned to range.